Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they have been having issues with the controller and charging the implant. Pt stated the controller and the implant will shut itself off. Caller stated that it takes almost an hour to charge and that's even when the implant is only half way down. Caller also stated that the recharger paddle gets really hot when charging the implanted neurostimulator. A manufacturer representative (rep) wanted the pt  to get "everything" replaced. Patient service specialist had caller reset the controller and inspect for damage- pt stated controller port may be rough but they cannot tell; no visible damage to controller battery compartment or battery pack. The controller powered on when plugged into ac power supply with no battery pack; when battery was reinserted, pt saw green flashing light and controller 60% recharging and implant 100%. Pt stated they charge the implant before going to bed and then plug in the controller to ac power over night and when they wa ke up, they say implant and controller are 'shut off" like how it is when you enter MRI mode. (Pt was very hard to follow at times). Agent reviewed controller will go blank/dim and is normal function. Agent reviewed implant will shut off by using stim on/off button or if implant gets too low on battery. Pt also described seeing passive recharge mode screen - agent reviewed information. Agent sent email to reps and redirected to hcp to further address implant turning itself off. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep via email. Rep confirmed that all of the stated issues (issues with the recharger h eating and the ipg shutting off) were resolved with the new recharger. Patient states that everything is working well and the spinal cord stimulator (scs) is not shutting off anymore. Patient weight's was unknown.

Manufacturer narrative:
H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed a failure, no device found message. White arrow rubbed off connector. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.